Event description:
It was reported that during a water vapor therapy procedure, the generator prompted an error message. The generator was restarted six times. The generator started successfully; however, priming was interrupted repeatedly by a water injection error. After three consecutive interruptions, the delivery device was replaced, however the same error occurred. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the device displays error message was unable to confirm, it could not be substantiated during functional testing and no other fault conditions were identified. The device passed visual inspection. No damage or abnormalities were found. The device also passed the mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure, the generator prompted an error message. The generator was restarted six times. The generator started successfully; however, priming was interrupted repeatedly by a water injection error. After three consecutive interruptions, the delivery device was replaced, however the same error occurred. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.